Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update received 7/5/16. The sales rep has reported the revision surgery. Patient was revised to address pain.

Manufacturer narrative:
Litigation papers allege the patient suffered symptoms including, but not limited to, pain which has increased from intermittent to continuous, soreness and difficulty walking. Patient has also suffered from elevated cobalt and chromium levels; however, his physicians have advised against revision surgery at this time. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/6/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, swelling, audible clicking bilaterally, difficulty breathing, loss of energy, shortness of breath, and increased eyesight loss. Medical records received were for the right hip primary surgery only. Patient harms updated. The complaint was updated on: apr 29, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient suffered symptoms including, but not limited to, pain which has increased from intermittent to continuous, soreness and difficulty walking. Patient has also suffered from elevated cobalt and chromium levels; however, his physicians have advised against revision surgery at this time.